Event description:
The iab was inserted into the patient on 02/26/97 at 2:oop.m. And removed on 02/26/97 at 4:00 p.m. The iab did not malfunction. As a result of the event, the patient had ischemia and removal was required. Surgery was also required. (Event complications: ischemia/removal required-reported 6/30/97). (Pt's current status: discharged-rpt'd 06/30/97).